Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level was over 600 mg/dl and then down to 100 mg/dl to 400 mg/dl. Customer stated other blood glucose value was 57 mg/dl and 400 mg/dl. Customer was treated with insulin pump and manual injection. Customer stated serial number was rubbed and insulin pump buttons were peeling. Customer stated metal piece had disconnected. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.